Manufacturer narrative:
Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Acute central leaks observed in the perioperative period usually occur from technique related issues, such as suture looping or chordae entrapment in the mitral position. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however. They may contribute to mild to severe regurgitation and if undetected may require reoperation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low "andlor" prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The reported event cannot be confirmed. The device has not been returned for evaluation. However, an intraoperative tee recording was reviewed. Presumably immediately after implantation of a mitral bioprosthesis, there is at least moderate (and possibly severe) central mitral regurgitation on tee. Limited echocardiographic assessment of the mitral bioprosthesis anatomy precludes reliable determination of the etiology of mitral regurgitation. However, abnormal motion of at least one bioprosthesis leaflet raises the possibility of suture loop(s). Although the root cause this event cannot be conclusively determined, it appears that this event may have been due to technique/procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this bioprosthetic mitral valve was implanted, then explanted intraoperatively due to central regurgitation secondary to coaptation problems. A mechanical valve was implanted in replacement. The patient died a day after the surgery. No other details have been provided.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of central regurgitation and coaptation problems were visually confirmed with observed suture loop. Suture track indentations were observed on free margin of leaflet 1 and leaflet 3 near commissure 1, indicating that the suture was looped around commissure 1. In addition, cloth imprints were observed on leaflet 3 near commissure 1. X-ray demonstrated wireform intact. Additional manufacturer narrative: based on the product evaluation findings, the most likely root cause is surgical technique/operational context. A manufacturing defect was not identified. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention.edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following cautions: ¿avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon¿s view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs.¿ edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.